Manufacturer narrative:
An event regarding revision of an unknown trident shell was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a medical review was not performed because no medical information was provided. Device history review: not performed as lot details are unknown. Complaint history review: not performed as lot details are unknown. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. Further information such as device details, return of device, pre- and post-op xrays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Revision of hip for trunnion wear. The cup, liner, screw were removed. Rep confirmed head did not disassociate from stem.